Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, the device reported some out of range shock impedance measurements up to 150 ohms. All other measurements were appropriate and there were no patient symptoms. The patient will be followed every three months. No adverse patient effects were reported.